Event description:
The patient was taken to surgery for colporrhaphy anterior and posterior with transvaginal tape sling and placement of mesh. Pt had been suffering from urinary stress incontinence with known cystocele and rectocele. During repair of this cystocele, the tip of a 2-0 monocryl suture needle broke off. The surgeon was able to retrieve the largest part of the needle, but it was believed there was a 2mm tip that was not located. Every effort was made to find the tip, but all were unsuccessful. Radiology was called and fluoroscopy was requested. However, after discussion between the md and radiology, no x-rays were taken because the tip was so small it would not show up on films. Md aware of this and was going to speak with patient about this. The patient did well with procedure and was sent to pacu for recovery.